Manufacturer narrative:
(B)(4). Batch # t5da73. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The cartridge reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached as to what may have caused the pcb board to be damaged, however it should be noted that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open lobectomy, the device stopped soon after pulling the firing trigger at the 2nd firing on the pulmonary vein. Another device was used to complete the case. There were no adverse consequences to the patient.